Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect total b-hcg results for a 28-year-old female. The following results were provided: initial architect total b-hcg result <1.2 miu/ml, repeated <1.2 miu/ml. A second sample was also <1.2 miu/ml. Urine test was positive. The sample was retested with another method, and it was also positive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. A search for similar complaints identified an increase in complaint activity for lot 65706ud01, however, no increase in complaint activity was identified for list number 07k78. All testing passed indicating the reagent lots are performing as expected. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Event description:
The customer observed falsely depressed architect total b-hcg results for a 28-year-old female. The following results were provided: initial architect total b-hcg result <1.2 miu/ml, repeated <1.2 miu/ml. A second sample was also <1.2 miu/ml. Urine test was positive. The sample was retested with another method, and it was also positive. No impact to patient management was reported.